Manufacturer narrative:
The system 12 crossfire 10°, cat# 6352-5-074, lot# 61447601 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient was being revised for hip pain due to heterotopic bone. The surgeon exchanged the liner and the head with no unusual findings. The cup and stem were well fixed and remained implanted. The sales rep will be obtaining medical records as well as returning the product to us which will give us the catalog and lot code information.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. There are damages noted on the locking tab most likely due to explantation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
The patient was being revised for hip pain due to heterotopic bone. The surgeon exchanged the liner and the head with no unusual findings. The cup and stem were well fixed and remained implanted. The sales rep will be obtaining medical records as well as returning the product to us which will give us the catalog and lot code information.

Manufacturer narrative:
The event regarding corrosion involving a std v40 head was confirmed. Method & results: device evaluation and results: a material analysis indicates the taper surface of the head exhibited adhered debris consistent with corrosion product. No material or manufacturing defects were noted. Medical records received and evaluation: records were not available. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. With the information provided, there is no indication the corrosion contributed to the reported pain. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient was being revised for hip pain due to heterotopic bone. The surgeon exchanged the liner and the head with no unusual findings. The cup and stem were well fixed and remained implanted. The sales rep will be obtaining medical records as well as returning the product to us which will give us the catalog and lot code information.